Manufacturer narrative:
This report is submitted on october 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was discovered during a CT-scan that the patient had a tip-fold over of the electrode array within the cochlea. Subsequently, the device was explanted on o(B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.